Manufacturer narrative:
The events were reported through a retrospective clinical trial. The events are considered serious and probably related to the therasphere administration. Btg medical assessment: the events occurred in an old patient ((B)(6)) with a diffuse disease, and the tumor burden located in the right liver that received the therasphere treatment was administered in accordance with the IFU. The patient experienced fatigue and abdominal pain that required hospitalization. Treatment provided for the ae is not known, outcome is resolved with sequelae. According to the information available it is not possible to assess the seriousness for the liver function tests. At the 42 day follow up, the patient was diagnosed with blood count decreased requiring hospitalization. Treatment provided for the ae is not known, it is mentioned in the crf "injection therapy" with no other documentation outcome is resolved without sequelae, blood count return to baseline. It is of note that at baseline the patient had grade 2 white count decrease and grade 2 lymphopenia, and grade 3 neutropenia. The count decreased slightly after treatment. No fever, no infection occurred. No device malfunction was reported and no corrective and preventive action (CAPA) plan has been identified. The lot number associated with the therasphere administration was not reported, therefore no investigation could be performed. If additional information becomes available, a follow up report will be submitted. No other information is available that could confirm/deny the alleged event. All reported events are anticipated as per the IFU/risk management documentation. At this time this report is considered final.

Event description:
Notifications were received on 12 feb 2019 for 3 saes for subject number: (B)(6) (grade 3 fatigue, abdominal pain and elevated liver function tests). An additional notification was received on 25 feb 2019 for an additional sae for this subject (blood count decreased). Subject (B)(6) is a (B)(6) male patient enrolled in the (B)(6) study, diagnosed with bilobar hcc on (B)(6) 2017 (etiologic association (B)(6)). Right liver lobe lesions: target lesion: 74 x 74 mm, non-target lesion: 49 x 49 mm and non-target lesion: 19 x 19 mm - confirmed through CT scan. This patient had presence of portal hypertension with a baseline bclc stage c. Splenomegaly and ascites was not present at screening. The patient had no disease related surgery, no concomitant medications and was not treated with sorafenib before therasphere treatment. This patient was administered therasphere to the right liver lobe on (B)(6) 2017. 3.32 gbq was the total activity administered with 0.077 gbq/2% as residual activity, 0% lung shunt. Whole liver: volume 1401.2 cm3 / absorbed dose 112.7 gy, total perfused liver: volume 1177.6 cm3 / absorbed dose 134.1 gy, total perfused tumor: volume 259.1 cm3 / absorbed dose 256.8 gy, total perfused viable tumor: volume 107.8 cm3 / absorbed dose 303.4 gy, total perfused normal tissue: volume 649 cm3 / absorbed dose 50.9 gy, total perfused normal tissue: 918.5 cm3 / absorbed dose 98.8 gy, whole liver normal tissue: 1142.1 cm3 / absorbed dose 83.6 gy, on an unknown date in (B)(6) 2017, the patient was hospitalized for grade 3 fatigue, abdominal pain and elevated liver function tests. The pi assessed the event as serious and related to the study treatment. Subject's laboratory values: *units of measure were not reported lab test: baseline/42 day follow up/90 day follow up: (B)(6). On (B)(6) 2018, at the 42 day follow up, the patient was diagnosed with grade 3 severe blood count decreased. The pi assessed the event as serious due to hospitalization and related to the study treatment. Subject's hematology values: *units of measure were not reported. Lab test: baseline/42 day follow up, platelets: baseline - 303/ 42 day follow up - 177. The events were not reported to btg by the treating physician at the time of the event in 2017.